Event description:
It was reported that an omni mtp plate was removed due to patient pain. The mtp plate was attempted to be removed with post and no lag screw. All plate screws were removed first. When attempted to remove the post it spun in place. Surgeon pulled plate up hoping that post would come up with it but the post went through the plate hole and stayed in bone. Dr had to rongeur post and was only able to get half of it.